Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported that the retrieval string detached from the pessary while removing the product from the individual packaging. This issue was noted prior to use. No consequences reported.